Event description:
Hosp reports rates of 85-90 breaths per minute (bpm) with a high rate alarm. Staff noticied problem and placed pt on another ventilator. No pt injury info communicated to service rep.